Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). Unique identifier d4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Reporter source g2: (B)(6).

Event description:
It was reported via literature that patient complications occurred. A total of 902 patients underwent pci using the boston scientific synergy stent, with rotational atherectomy used in complex calcified lesions. The participating centers were encouraged to enroll consecutive patients who were planned to undergo ivus-guided pci for lmca or multi-vessel disease including lad target. Post procedure dissection was noted in 3.6%. The cumulative 1-year incidence included myocardial infarction (1.9%), stent thrombosis (0.1%), stroke (1.8%), hospitalization for heart failure (2.0%), major bleeding (3.3%), target-lesion revascularization (4.2%), target lesion revascularization for lmca lesions (3.0%), target-vessel revascularization (5.8%), and any coronary revascularization (6.9%).